Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record received. Patient had hematoma on left greater trochanter, pain, ambulates with antalgic gate, unable to walk on left lower extremity, edema, and swelling. Doi: (B)(6) 2019 , dor: none reported, (left hip).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 clinical code: swelling/ edema (e2338) is used to capture both swelling and edema.

Event description:
Updated event description: 10/05/2019 ER visit noted a left hip hematoma, with left hip pain. On (B)(6) 2019, the patient was noted to have left hip pain versus sciatica. Patient was reported to have pain, with significant bruising. Patient had her left hip replaced 6 months ago, and had a similar episode of pain, bruising, swelling 2 months prior when she was diagnosed with a hematoma. Left hip radiograph study (B)(6) 2019 noted there is heterotopic ossification adjacent to the left greater trochanter.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H6 clinical code: swelling/ edema (e2338) is used to capture swelling and edema.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : updated on (B)(6) 2023. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.